Manufacturer narrative:
The customer¿s report of the tubing being "cracked" and leaking was confirmed. Visual inspection of the set showed that there was a slice in the tubing 8 inches below the lower fitment, measuring 3 mm in length. There were no other anomalies. Functional testing confirmed a leak. Pressure testing was performed and no leaking was observed. The root cause of the leak was determined to be a slice in the tubing. The cause of the slice is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that shortly after starting the infusion fluid was seen leaking from a crack below the lower fitment. There was no patient harm.